Manufacturer narrative:
A steris service technician was immediately dispatched to the user facility to inspect the sonic irrigator. The technician found damage to the electrical connector. The damage observed is indicative of the connector overheating which likely resulted in the reported smoke or fire. The cause of the damage to the connector has not been determined. The innowave pcf sonic irrigator is designed with heat-resistant materials and certified to iec 61010-1:2010+amd1:2016, ul 61010-1, 3rd edition may 1 2012, revised july 19, 2019, can/csa-c22.2 no. 61010-1-12 (2012-05), 3rd edition, with revisions through 2018-11, safety requirements for electrical equipment for measurement, control, and laboratory use part 1: general requirements, en 61326-1:2020 bs en/iec 61326-1:2021, electrical equipment for measurement, control and laboratory use, emc requirements, general requirements, and iec 61010-2-040:2020, ed. 3.0, safety requirements for electrical equipment for measurement, control, and laboratory use part 2-040: particular requirements for sterilizers and washer-disinfectors used to treat medical materials. If the ultrasonic generator draws too much current due to the damaged connector, then the sonic irrigator is designed to abort the wash cycle, emit an audible alarm, and display error code "sonic generator over current". The operator manual states the following to address this alarm, "use the electrical disconnect switch to turn the equipment power off then back on. If the problem persists call steris." The sonic irrigator subject of this event was removed from service and the user facility was provided with a replacement unit. A follow-up MDR will be submitted should additional information become available.

Manufacturer narrative:
Following the reported event, an evaluation of the innowave pcf sonic irrigator could not be conducted due to the damage the unit sustained during the time of the reported event. A steris service technician returned a cable connector for evaluation. Evaluation results found white residue within the connector which may be indicative of limescale from evaporated water. The cause could not be determined however it is possible the components may have been exposed to liquid which can cause a short circuit resulting in the reported event. The user facility received a new innowave pcf sonic irrigator and no additional issues have been reported.

Event description:
The user facility reported that wiring within their innowave pcf sonic irrigator caught fire. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.